Event description:
It was reported that pump displayed malfunction code 199 in tandem source, indicating pump malfunction with malfunction code 15, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer manually powered down pump, planned to use multiple daily injections as backup insulin therapy, and was instructed to place pump in storage mode before returning it; technical support confirmed warranty status and shipping address, arranged pump replacement, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return malfunctioning pump using prepaid label within 10 days.